Event description:
The user facility reported that during a pacemaker insertion case, the surgeon used two glidewires during the procedure. Both glidewires got stuck inside the patient. Upon removal, the coating was noted to be broken and peeled away from both the wires. The surgeon was notified th scrub nurse, charge nurse and ordering personnel.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Review of the manufacturing record and the shipping inspection record confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot# from other facilities. Ashitaka factory was informed on february 9, 2023, that the actual sample was not available. Since the actual sample was not returned, investigation of it could not be performed. Ashitaka factory assures the quality of this product by performing following controls. The guidewires are passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer or adhesion of any foreign substances on the surface of guidewire. Before the packaging process, 100% visual inspection is performed to confirm that there is no exposure of the wire or no anomaly in its appearance. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual product was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. IFU states: "warnings - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 9681834-2023-00019. For the importer report see MDR 2243441-2023-00012.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.